Event description:
A report was received that the patient was experiencing discomfort and difficulty charging due to ipg migration. The patient underwent an ipg revision procedure and was doing well postoperatively.